Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a defective converter and a faulty power unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented. UDI: (B)(4).

Event description:
The customer reported to olympus during reprocessing, the lamp does not light up on the visera elite xenon light source. The facility finished the case with another device and no delay was reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the reported phenomenon occurred due to a faulty power supply. According to the repair department, the reported event of ¿the main lamp did not light up, but the spare lamp lit up¿ was confirmed. The cause of the faulty power supply could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.